Event description:
On 06/19/97, the manufacturer received a response to a device tracking polling letter. The response from the patient's family states that the device remains implanted within the abdomen; however, the patient expired on 04/05/1997. It additionally states that the device failed to halt the growth of the cancer in the liver, even though the pt religiously followed instructions, going 150 miles one way for a year.